Event description:
The pt experienced slight nausea, right arm heaviness and tingling starting at pt's fingertips and rising up to pt's shoulder and then to the right leg and right side of pt's face. Pt's leg became heavy; however the pt could still walk. This episode lasted for about 30 mins and then pt's symptoms began to improve. According to the info received, the user facility zentrum established that the mechanical valve was competent. Pt's aspirin therapy was discontinued; however the pt continues to take marcaumar for anticoagulation with a target range of 3. No further episodes occurred while in the hospital.